Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device has a kink at the distal section while in the neutral position. Moreover, the tip has some char formation over the electrode rings #1 and #2. The center support is tearing through the shaft. Functional inspection revealed that the steering knob and the tension control knob functioned properly on both lock and unlock positions. Dimensional inspection revealed that the right and left curves are placed in the template shaded areas, the device passed the dimensional test. However, the device has a kink at the distal section at 16mm from the tip. The device was dissected finding the center support to be broken and the center support broke through the kevlar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
Reportable based on device analysis completed on 21-nov-2016. It was reported that the catheter steering wire broke. A 7-110-2.5-8-8 n4 blazer prime¿ xp was selected for use. During procedure after ablation, the device was set up and placed in the patient's atrial chamber. When the physician attempted to steer the device on the atrial wall, it was noticed that the "tip snapped", upon removal it was noted that the steering wire was broken. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the tip has some char formation over the electrode rings #1 and #2 and the center support was broken through the kevlar layer.